Event description:
It was reported the device did not generate an oxygen desaturation alarm. Around 10:09 am, a technical alarm was generated due to the spo2 sensor being disconnected, with no alarms prior to this time. It was indicated 'the next entrance does not arrive until around 10:30 am via a ventilator'; however, the meaning of this statement remains unclear. The spo2 disconnect error ended at approximately 10:32. It remains unclear whether the patient was desaturating during the timeframe of the spo2 disconnect, so it cannot be determined whether the device caused or contributed to a desaturation; however, as the staff did not address the technical alarm, this may be a use error related to alarm management or clinical workflow. This will be considered a serious injury.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The logs were reviewed revealing the spo2 sensor was disconnected from 10:09 to 10:32. An extreme bradycardia alarm was triggered at 10:31, followed by a desaturation alarm at 10:33, which was acknowledged in the room at 10:34. There was no log of the spo2 disconnect technical alarm being acknowledged by the user. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The logs were reviewed for room (B)(6). Technical alarm sounds for spo2 sensor disconnected. This technical alarm indicates that the spo2 sensor was disconnected at 10:09 am. Alert date time bed label action device name (B)(6) 2025 10:10:07 ch219 spo2 decont capt generated at 10:09:43. Pic ix: ovvreascc (B)(6) 2025 10:10:07 ch219 spo2 decont capt generated at 10:09:43. Pic ix: ovvreascd the next entry is at 10:30:35 am for the ventilator. (B)(6) 2025 10:30:35 ch219 vmexp low generated at 10:30:09. Pic ix: ovvreascc (B)(6) 2025 10:30:35 ch219 vmexp low generated at 10:30:09. Pic ix: ovvreascd the spo2 disconnection error ends around 10:32 am. (B)(6) 2025 10:32:48 ch219 spo2 capt has©been completed. Pic ix: ovvreascc (B)(6) 2025 10:32:48 ch219 spo2 capt has©been completed. Pic ix: ovvreascd the sensor reports no pulse starting at 10:33:20, then it returns, and the spo2 sensor warns with a signal noise, then returns. (B)(6) 2025 10:33:20 ch219 spo2 no pulse generated at 10:32:54. Pic ix: ovvreascd (B)(6) 2025 10:33:20 ch219 spo2 no pulse generated at 10:32:54. Pic ix: ovvreascc (B)(6) 2025 10:33:23 ch219 spo2 no pulsefinal. Pic ix: ovvreascd (B)(6) 2025 10:33:23 ch219 spo2 no pulsefinal. Pic ix: ovvreascc (B)(6) 2025 10:33:25 ch219 spo2 noisesignal generated at 10:33:00. Pic ix: ovvreascc (B)(6) 2025 10:33:25 ch219 spo2 noisesignal generated at 10:33:00 pic ix: ovvreascd (B)(6) 2025 10:33:27 ch219 spo2 noisesignal terminated. Pic ix: ovvreascd (B)(6) 2025 10:33:27 ch219 spo2 noise signal termainted. Pic ix: ovvreascc the first desaturation arrives around 10:33 am and the red alarm has was acknowledged in the room around 10:34 am. The logs also show the red extreme bradycardia alarm sounded around 10:32. (B)(6) 2025 10:32:17 ch219 xbrady 37 <40 generated at 10:31:52. Pic ix: ovvreascd (B)(6) 2025 10:32:17 ch219 xbrady 37 <40 generated at 10:31:52. Pic ix: ovvreascc the analysis of the logs shows that the spo2 sensor was disconnected between 10:09 and 10:32:48 a.m., which explains the absence of a desaturation alarm during this period. The first measured desaturation did not appear until 10:33 a.m., with a red alarm acknowledged at 10:34 a.m. Concerning extreme bradycardia, a red alarm was triggered at 10:31:52 a.m., confirming that this alert was indeed generated by the system. Thus, the available data confirm: the correct triggering of the bradycardia alarm; the absence of a desaturation alarm before 10:33 a.m., due to the disconnection of the spo2 sensor. This device is working as designed and operated. Information was provided to the customer to resolve the issue.